Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic dissection from the left common carotid to just above the diaphragm, which was becoming aneurysmal with a diameter of 6.8 cm, and there was contrast in the false lumen. There was 70-80 degree angulation just below the left subclavian artery. The normal aorta was 38-39 mm in diameter, and the vessels had thrombus. It was reported that three talent thoracic grafts were used to build up from the diaphragm to the aortic arch. The 1st piece (most distal) was 32 x 38. The second piece was a 38 x 34 graft, which during deployment was reported to have had started to deploy misaligned however, the apex appeared straight post stent graft implant. A third piece (42 x 42) was used to continue building-up to cover the dissection. No endoleaks or other issues were noted at the end of the case. There was an overlap of half of the lengths of each graft when building up. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4) (secondary intervention) - (B)(4): evaluation results and conclusions: no films available. A 70 to 80 degree angulation with thrombus.